Event description:
A malfunction on the pump was reported, leading to the customer's blood glucose level exceeding 500 mg/dl, with the display showing "high." The customer did not take any action to address the high blood glucose level at the time. However, technical support assisted the customer in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without any recurrence of the malfunction code.